Event description:
Reportable based on device analysis completed on 08jul2025. It was reported that the coil was unable to advance and unable to be withdrawn from the catheter. The target lesion was located in the internal iliac artery aneurysm. A 20mm x 40cm interlock -35 was selected for use. During the procedure, it was noted that when the coil was pushed to 1/3 of the angiography catheter, it could not be pushed forward. When attempted to withdraw the coil, it became stuck and could not be pulled back. Therefore, it was removed with the delivery catheter. The procedure was completed with another of the same device there were no patient complications as a result of this event. However. Device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent, stretched and detached at the coil arm section and kink in the middle section. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified with the device.